Manufacturer narrative:
The investigation results and conclusion will be included in the final MDR.

Event description:
It was reported that a patient presented in the clinic for follow-up. Upon interrogation, right ventricular failure to capture and under-sensing were noted. The patient was asymptomatic to the event. During device exchange, set screw anomaly was noted. The pacemaker was explanted and replaced. There were no consequences to the patient.

Manufacturer narrative:
The reported field event of set screw anomaly, failure to capture and under-sensing were not confirmed in the laboratory. The device was tested on the bench and using automated testing equipment, and no anomalies were found.